Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an iliac aortic aneurysm approximately 23 months ago. Aneurysm morphology was not reported. There was disease progression with aortic neck dilatation. It was reported that the patient had a previous open repair with placement of a dacron tube graft and a few years later the physician elected to implant an aneurx stent graft inside of a dacron tube graft . It was reported that there is a proximal type I endoleak which is feeding into the tube graft but not into the aneurysm. The aneurx bifurcated stent graft is at the renal arteries therefore there is no room to add a cuff. The patient will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak, disease progression resulting in aortic neck dilatation. Evaluation: conclusion: disease progression resulting in aortic neck dilatation.